Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 12x50 concerto versa coil was used during an embolization procedure to treat an underperfused tips stent in the patients hepatic varix. Minimal vessel tortuosity was reported. A 5fr non-medtronic (ka2 merit medical) diagnostic catheter and a 4cm 6fr non-medtronic (terumo) sheath were used. The device was prepped per the IFU without issue. Tracking difficulty was noted during initial advancement, and resistance was encountered at the catheter hub as the coil advanced within the (kmp) catheter. Physician used the cheater to add support. Physician may have kinked the pusher/release wire at some point before using the cheater. The implant coil was stretched. A continuous heparinized saline flush was not administered during the procedure. During an attempted single repositioning, the coil did not pull back with the pusher and the coil detached prematurely during tracking inside the microcatheter/diagnostic catheter. Physician tried to use the catheter to pack it in but wasn¿t working well, physician then tried to just pull the system back but the coil wasn¿t coming with the catheter. The coil was retrieved and removed while maintaining sheath access by using repeated manual syringe aspiration to bring the coil back through the (kmp) catheter to the sheath, clamping the sheath to prevent loss, then loosening the clamp and applying additional suction to pull it through, after which the catheter and coil were removed successfully. It was reported that the case was continued by recannulating with a new catheter and using a replacement 7x40 concerto versa coil to finish the procedure. The issue was reported as resolved, and no patient complications have been reported as a result of this event.